Event description:
The physician was attempting to deliver one endeavor sprint drug eluting stent to a moderate calcified lesion in the rca with 99% stenosis with moderate vessel tortuosity but strong resistance was felt and the device could not cross. The device was retrieved and it was noted that the stent was deformed. The device was replaced to the new one and procedure was successful. There was no health damage to the patient. Evaluation summary: the distal tip was flared and damaged. The stent was returned off the balloon. Crimp impressions were evident along the balloon. The balloon folds were opened and disturbed. There was crystallized residue present in the balloon and inflation lumen. A number of segments at one end of the stent were bunched and severely deformed. The mid stent segments were stretched and deformed. The remaining segments were slightly flattened with a number of struts raised.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (deformation). Patient's condition affected effectiveness of device (lesion morphology) - 99% stenosis, moderate calcification and moderate vessel tortuosity. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 99% stenosis, moderate calcification and moderate vessel tortuosity. Inherent risk of procedure - (deformation). (B)(4).